Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found on the needleless site on two devices. No other information was provided. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. Two 22 ga x 0.75 in w/y-site safestep infusion sets were returned for investigation. Use residue was observed within the samples and the safety mechanisms were fully activated. The samples were flushed with water using a 12 ml syringe through the proximal luer hubs and water was observed to leak from cracks in the y-site hubs. Microscopic observation of the second sample revealed two longitudinal cracks slightly in white section of the hub with a slight offset in location. One crack is smaller in length and extends from the distal end of the white hub. The second crack extends from the base of luer hub and extends downwards. The width of the crack is larger near the distal end. Due to multiple cracks being observed in the returned sample, the complaint is confirmed but the exact cause remains unknown. Potential contributing factors include environmental factors affecting material properties and stress caused by dimensional tolerance issues. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found on the needleless site on two devices. No other information was provided. This report addresses the second device.